Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6). This is the same event as 3010536692-2016-00187 & 3010536692-2016-00186.

Event description:
Allegedly revised due to other indication for revision (left).